Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive results of two rh negative controls when tested using solidscreen ii anti-d blend on tango optimo. The customer used a real patient sample and the control of a competitor as negative controls. The customer did return two vials of the supposedly defective product and also the patient sample that caused the false positive test result for investigational testing. Our quality control laboratory tested both returned product samples with different positive and negative samples as well as with the patient sample provided by the customer. All positive and negative results were correct. We did not observe any false positive result. The patient sample yielded a clearly negative reaction in tango optimo. Testing by our quality control laboratory confirmed that the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.